Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a broken filter, designator fl29.

Event description:
The customer contacted physio-control to report that their device had a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device would not detect a test patient load and provide a "connect cable" message. As a result, defibrillation would not be possible if it were necessary.